Event description:
Event was reported to caldera medical by an attorney. The patient experienced pain with intercourse, causing stress on the relationship, bowel problems, recurrent infections, and abnormal bleeding. No further information has been provided.